Manufacturer narrative:
The customer provided the device log files for review, which confirmed the presence of the reported alarms. Based on the findings, the customer was advised to replace the inspiration block to address the reported issue. A request was made for the defective component to be returned for further evaluation; however, it has not been received at this time.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant reported the device experienced multiple technical failures; 300- device in failsafe and 316- failure to deliver therapy. Complainant did not report patient involvement.